Manufacturer narrative:
Additional information :b5,h6, h10. H6: evaluation result code: replace c20 with c13. H6: evaluation conclusion code: replace d15 with d1102. B5: upon clarification, it was reported by the caregiver that they did not properly tighten the connection of one of the bags which was the cause of the leak. H10: this is a report of a use error, where as they did not properly tighten the connection of one of the bags. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to check all disposable set connections for a secure fit before beginning therapy. Also, it instructs the user to check lines for disconnected solution bags. It provides step-by-step instructions for connecting the solution bags. It warns the user that if a bag becomes disconnected during therapy, the user should follow the end therapy early procedure. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was manufactured at one of the following facilities: baxter healthcare - (B)(4). Or baxter healthcare - (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette leaked from an unspecified location. This occurred during dwell two of four of automated peritoneal dialysis therapy. The patient was connected at the time of the event. Renal therapy services (rts) advised the patient to start over with new supplies. Rts reviewed proper procedures per the user manual with the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.